Event description:
It was reported the intraocular lens was removed and replaced without complication at 18 months post operative. Patient reported shadowing in the visual axis, ghosting and seeing the edge of the lens.

Manufacturer narrative:
The intraocular lens was discarded and not returned to the manufacturer for analysis. No additional complaints for product manufactured in this lot have been received. Lens met all manufacturing specifications prior to release. While we are unable to definitively determine the cause of this event, we do not believe it is manufacturing related. Device discarded by account